Event description:
Pt complained of chest pain following index procedure in which 4 cypher stents were placed in a tortuous and calcified left anterior descending artery (lad) that was 2.5mm in diameter. In addition, the pt had a cypher stent placed in the rca. The pt was emergently returned to the cath lab, where angiography revealed a possible thrombosis vs a proximal edge dissection of the cypher stented lad. They attempted to treat the pt, but the pt expired.